Event description:
It was reported that the display screen of the customer's insulin pump appears foggy, and the glass looks worn. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no haze or foggy on lcd window, no moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.